Event description:
It was reported, the pt experiences discomfort at his ipg site. Fluoroscopy images were taken and did not reveal any abnormalities at the ipg site. The pt indicated his ipg site becomes sore if he sits on it for long car ridges, but otherwise no discomfort is felt. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.